Manufacturer narrative:
No product was returned. Ppae (thrombosis): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Thrombus formation was noted around the impella catheter in the aortic arch. Transesophageal echocardiography (tee) imaging indicated that the thrombus appeared attached to the aortic arch. The patient survived the procedure.